Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1992; 694958 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial lead had low impedance. The right ventricular lead was noted to have a fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.